Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss: (B)(4). Implant: astra tech ev 3.0 s x 11 mm ref-26303, lot-521291, date of placement: (B)(6) 2025, date of failure: (B)(6) 2026, failure reason: osseointegrate, patient name: (B)(6). Implant to replace: astra tech ev 3.0 x 11 mm ref-26303. (B)(6) 2026 el product and cf received. 1 implant loss. Unable to update field "date received by dentsply sirona" 3.24.2026.